Event description:
It was reported to philips that host pc was not starting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected: additional narrative. During the course of investigation, it was identified that the host pc not starting up was a consequence of the system being restarted multiple time due to the exposure not possible issue reported in complaint (B)(4) (MFR report number:3003768277-2024-05486). The investigation will be carried out in (B)(4) (MFR report number:3003768277-2024-05486) and this complaint will be closed as a duplicate. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned coronary examination when the issue occurred, and it was completed by moving the patient to another system. A philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the host pc failed to start even after multiple cold restarts. The rse found that the host pc got stuck in the bios (basic input/output system) and the system started normally after the host pc was restarted manually. The rse reviewed the log file and found that the exposure was not possible due to full image disk. Upon further troubleshooting, the rse found that the database was faulty. The rse repaired the database. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.